Event description:
It was reported that the device would not power on. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿won¿t power on¿ was confirmed. Received on 17-sep-2025, lvp unit was received unboxed and with paperwork. Unit powers on but does not show a channel ID and goes into error code 210.5020 after powering on. Not fully seated bezel harness connector was found to have caused the stated failure. Re-seating the connector has resolved the issue. Device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. Not fully seated bezel harness connector. Workmanship at bd manufacturing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.